Event description:
The complaint from our staff stated that the uac catheter was noted to be leaking ivf fluids from and blood was backing up into the catheter. The following is a review finding related to this incident reported by staff. A 3.5 french single lumen uac leak at hub connector/ line connection area. The line was in place for 5 days earlier this year. The packaging was not retained. There is no lot number available. The transducer was changed on night of leak approximately 2-3 hours prior; however was not clamped near the hub connector. The transducer change would therefore not be a cause for the leak. The reviewer believed that this leak did warrant reporting to the manufacturer.